Manufacturer narrative:
A2: age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the ostium of the anterior descending artery. A 1.20mm x 12mm emerge push balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and the patient was stable post-procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the ostium of the anterior descending artery. A 1.20mm x 12mm emerge push balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by MFR.: emerge push otw, ous 1.20mm x 12mm, catheter was returned for analysis. Visual, tactile, microscopic and leakage analysis was performed on the device. A visual and detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. No issues identified with the hypotube shaft. Visual examination of the shaft polymer extrusion identified no issues. A pinhole was located on the outer shaft and when attempting to inflate the balloon, inflation liquid was seen coming from the pinhole, 3cm from the distal tip. The proximal and distal markerbands identified no damage. Tip showed no signs of tip damage.